Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the clinical territory associate (cta) called in to report that after they installed the mega needle driver instrument on the patient side manipulator (psm) 1, the instrument jaws continued to open, and the instrument was also not functioning properly. The cta informed the technical support engineer (tse) that they had reseated the sterile adapter and the instrument as well as swapping to another instrument with no success. The cta reported that she noticed one of the posts on the back of the psm was sticking out after the instrument was installed. The tse advised the cta that this meant that the sterile adapter was not seating properly. The tse reviewed the system event logs and confirmed error 31009 indicating the instrument sensors were missing on psm 1. The tse recommended to remove the sterile adapter, rotate the discs, and then reseat the sterile adapter while applying a little pressure on the discs in an attempt to allow the sterile adapter to seat properly. The tse indicated that not all troubleshooting steps were exhausted. The cta would perform the tse's recommended troubleshooting steps and ended the call. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with cta who indicated that they were not able to establish psm 1 function, and the surgeon decided to convert to laparoscopic surgery. The cta was unable to verify if the sterile adapter discs were properly engaged on the psm. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse made the site visit, but could not recreate the reported issue. The fse replaced the patient side manipulator (psm) as a precaution. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint. The psm2 was returned for failure analysis, and the reported failure (instrument engage / recognition) was unable to be reproduced but could be confirmed as having occurred via field error logs. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests were performed via matlab and all passed. The following parts will be replaced as a precaution: embedded serializer for the instrument interface (esii) printed circuit assembly (pca), and the wrist pulley assembly.